Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that the opt542 optiflow nasal cannula manifold and the tubing became disconnected. No patient consequence was reported.

Manufacturer narrative:
The complaint devices are expected to be returned to fisher & paykel healthcare for evaluation but have not yet arrived. A follow-up report will be provided upon completion of our investigation.